Event description:
It has been reported to philips that the flex monitor was showing lines rather than the expected images. The device was in clinical use. No patient harm reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing pc (ippc) was not booting up. Fse observed that there was no image displayed on the flex screen and system was unable to expose also the tsm (touch screen module) was unable to boot. Review of the system log files showed malfunctioning of ippc. The fse replaced ippc, hard drives and downloaded board software. After which the system was returned to use in good working order. These codes were updated based on investigation outcome. Device problem code, health impact code and evaluation method codes were corrected.